Manufacturer narrative:
Per tandem user guide: change your infusion set every 48 if using to 72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was 159 mg/dl. The customer changed supplies and resumed insulin therapy prior to calling. Reportedly the customer was using the infusion set longer than the recommended length of time per tandem user guide.